Manufacturer narrative:
Clinical events committee has adjudicated this event to be related to device, not related to procedure or drug.

Manufacturer narrative:
Results, conclusions: restenosis. (B)(4).

Event description:
During the index procedure two in.pact admiral drug coated balloons were used to treat a lesion located in the left sfa. Devices were successful. Approximately 6 months post index procedure, the patient suffered high grade stenosis (90%) of the left distal sfa. The investigator assessed the event as possibly related to the study device and procedure, no relation to paclitaxel. The restenosis was treated approximately 4 months later with three in.pact pacific balloons and non-mdt stenting. Outcome is resolved.